Event description:
It was reported that the blood would not transfer to the blood bag. A 600ml of blood was collected and was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned to the manufacturer.